Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a permanent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Perform voltage test and unit fail the customer complaint was undetermined because the device has no voltage and cannot be tested the reported event of unrecoverable loss of antenna passed threshold could not be determinded a root cause could not be determined.